Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she went into diabetic ketoacidosis with the highest blood glucose level reported as 614 mg/dl, which was self-treated with a corrective bolus. Subsequently, the patient was hospitalized where she received lantus as corrective treatment, which resolved the issue. The patient later noticed that the needle was not straight. The infusion set had been in use for two days and there was no permanent damage to the patient. The patient stayed in the hospital for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.